Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed crack on top of the case by the tube holders. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear, device was manufactured in 2011. Combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Actions taken to mitigate the reported issue: replaced worm coupling, worm gear, leadscrew and clutch halves. Performed functional test and occlusion test which device passed.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.